Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received motor error alarms on her insulin pump. Leading up to the alarms, the insulin pump had been off for several days. The customer's blood glucose was 283 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.